Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.